Manufacturer narrative:
Eval is in progress, but not yet concluded.

Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device and upon installation of a new oxygen sensor, the sensor failed to calibrate. The fsr tried two times and the sensor would not calibrate. Since the event occurred during preventative maintenance, there was no pt involvement.